Event description:
It is reported that the pt was revised due to pain and instability.

Manufacturer narrative:
Eval summary: it is noted that the knee had ligamentous laxity throughout with hyperextension. Many bone defects were noted during this revision. No devices or photos were received, therefore, the condition of the components is unk. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Factors that may affect the performance of the components such as bone fit, bone quality, activity levels, and pt compliance to the rehabilitation regiment are unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. Should additional substantive information be received, the complaint will be reopened.